Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Four heli-fx endoanchors and an endurant ii stent graft system were implanted for the endovascular treatment of an 64.8mm abdominal aortic aneurysm as part of an anchor study. The endoanchors were implanted for a 4-10mm proximal neck. It was reported the patient presented to the emergency department with right lower extremity pain and coolness/critical limb ischemia. The cta showed abrupt occlusion of the right common femoral artery. The patient underwent exploration of the right groin and open embolectomy of the right cfa, sfa and profunda femoral artery. As per the site, the event is possibly related to the procedure. As per the sponsor the event, has been assessed as not related to device or procedure. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: on the 3rd of july 23, an occlusion of the femoral-femoral graft was noted. The patient had developed acute onset of right calf pain with walking. The femoral -femoral graft had been placed during the re-intervention on the (B)(6) 2021 to treat the critical limb ischemia. The site assessed this fem-fem graft occlusion was possibly related to the re-intervention procedure. The sponsor assessed it as not related to device or procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5;additional information received : the occlusion of the right femoral artery was noted just past the level of the bypass graft. The occlusion identified did not involve the stent graft. As per the site, this event is possibly related to the re-intervention procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : 30 days post the patient presenting to ed, an endograft stenosis was noted on a aortoiliac duplex ultrasound . There was 50-90 % stenosis involving the proximal and outflow artery of the right limb of the endograft. The event is unresolved and continuing without treatment. The site assessed the endograft stenosis as unlikely related to device (uncertain which device) and unlikely related to procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.